Manufacturer narrative:
No components were returned to atrium medical. Lot qualification data from qc indicates all samples met the required specifications. No anomalies were observed. With no additional procedural details or films it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause. Based on the lack of procedural info provided as well as no issues observed with either the data retained in qc or the notes recorded, atrium can find no fault with the mfg process or the device in question.

Event description:
Insertion of an introducer boston 7f on a j guidewire 0.35, and insertion of a cordis 7 mm balloon diameter on a 0.35 guidewire terumo for pre-dilatation. The stent was unsetting during its insertion. Physician tried to reposition the balloon in the stent, but never succeeded in fully inserting the stent up to the lesion. It was also impossible to withdraw the stent, the balloon being totally free inside. Physician had to dilate the stent where it was blocked. During the balloon inflation, the balloon pierced. Physician inserted the pre-dilatated cordis balloon for a new inflation. The cordis balloon also pierced. At the end, physician was able to inflate the stent with a conquest pressure balloon.